Event description:
The complainant reported that in 2007, the clinicians were performing a therapeutic right antegrade pyelogram and right-sided percutaneous nephrostomy catheter procedure for hydonephrosis on a female pt. Contrast was injected and an antegrade pyelogram was performed confirming the presence of right sided hydronephrosis with dilatation of the ureter down to the level of the ureterovesical junction (uvj). A 0.0018 mandril guide wire was then passed into the renal collecting system. A coaxial introductory catheter (the accustick ii) was passed over the guide wire, which allowed placement of a 0.035 stiff guide wire. After dilatation, using an 8 fr. Locking catheter was placed with its tip coiled in the pt's right renal pelvis. During the removal of the accustick just prior to the placement of the dilatator, the marking band at the tip of the accustick outer sheath became loose from the catheter and was located in the pt's ureter. There was no indication from the complainant of any adverse affect on the pt as a result of the reported malfunction. Continued efforts are being made to obtain additional event and pt info from the complainant.

Manufacturer narrative:
A device history record review as performed. All records appeared normal and no related quality issues or manufacturing deficiencies were noted at the time of manufacture or at incoming inspection. A lot history search was performed and found one similar complaint has been reported from this lot. The device has not yet been returned for eval; therefore, a physical eval has not been performed. We are unable at this time to determine the relationship between the device and the cause for this event. Upon receipt of the complaint device, a supplemental medwatch report will be filed. The aug. 2007 accustick product family trending chart was reviewed and the product family does not show a negative trend.